Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy, having spoken to the surgeon I found that the product got stuck after the 3rd or 4th firing. The issue occurred when the jaws of the device was closed around the tissue. After waiting the 15 seconds and proceeding to fire the device jammed. The knife blade only progressed a couple of millimeters. The surgeon the proceeded to engage the reverse knife blade, but it didn¿t work. He then used the manual override, which he said did not work either. He then pulled at the device which caused the jaws of the device to open. There was no adverse effect to the patient.

Manufacturer narrative:
(B)(4). Batch # r59m9u. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.